Event description:
It was reported, that during an unknown surgery, no staples formed when the device was fired. It was not noted how the case was completed. No patient consequence reported.

Manufacturer narrative:
Information anticipated, but unavailable at this time. Serial # = na.